Event description:
Asku.

Manufacturer narrative:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer's screen experienced an error and "went black" at the end of a ventricular threshold test. The service disk was run. No patient complications were reported as a result of this event.